Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, scope communication error code due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had a scope communication error (e216) during a therapeutic colonoscopy procedure that was finished with the same device. There was no report of patient harm.